Event description:
Pt states, he only feels stimulation if he tilts his head all the way back. Reprogramming done, but did not resolve the issue. Impedance measurement was normal and everything was working fine. Surgery was done to reposition the 565 surgical lead. Pt outcome reported as feeling adequate stimulation.

Manufacturer narrative:
(B) (4).